Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 6.6 mmol/l. The customer stated that the pump stopped working after a motor error alarm. The customer stated that the pump kept flashing on and off and it just turned off. The customer tried changing with anew aaa energizer alkaline battery but had no luck. The customer stated that the drive support cap is slightly indented. The pump was not exposed to any high magnetic environment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarms were noted during testing. The motor passed the motor test. The pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.